Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. The lead was explanted and during the procedure, the lead appeared to have insulation damage. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation at proximal to the suture sleeve tie marks consistent with friction to the device can. The cause of the reported event was isolated to insulation abrasion exposing the outer coil, consistent with friction to the device can. The reported events of insulation damage and noise resulting in oversensing were confirmed.